Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports finding difficulty during the insertion of the catheter with the catheter guide.

Manufacturer narrative:
Qn# (B)(4). The customer returned a single spring wire guide (swg), catheter and other various components. The customer also provided a photo of the unraveled guide wire. Visual inspection of both the returned swg and the returned catheter revealed no visual defects or anomalies. The returned swg did not match the customer photo. Although the description mentioned a needle, the tw introducer needle was not returned and therefore not investigated. The catheter body length, and the overall length and outer diameter of the guide wire were measured and all were found to be within specification. The guide wire was advanced through the returned catheter to functionally check the guide wire. The guide wire passed through the returned catheter with minimum resistance. All three extension lines were flushed using a water-filled lab inventory syringe. All lines functioned as expected. No sign of blockage or inter lumen crossover was observed. A manual tug test confirmed that the distal weld was intact. A device history record review was performed on the catheter and guide wire and no relevant manufacturing issues were identified. The reported complaint that the swg unraveled while trying to pass through the catheter was not confirmed based on the sample received. The sample received did not match the photo provided by the customer. No defects or anomalies were found on the catheter or the swg and the swg was able to fully advance through the catheter. A device history record review was performed and no manufacturing issues were identified. Since the catheter contained no defects, and the swg was able to pass through the catheter with minimal resistance, no problem was found. No further action will be taken.

Event description:
The customer reports finding difficulty during the insertion of the catheter with the catheter guide.